Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative error message appears. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the factory authorized service center, the complaint was confirmed, due to errors in the sensors controlled by the system board. The device's system board needs to be replaced to address the issue. Additionally, not related to the above the oxygen blending module needs to be replaced due to an unusual noise observed. And the valve that opens and closes in each breath cycle does not perform as designed, being outside the established range. Solenoid valve replacement is necessary. The necessary tests and tests have been carried out to certify the correct operation of the equipment.

Event description:
The manufacturer received information alleging a ventilator inoperative error message appears. There was no harm or injury reported. The device was not reported to be in patient use. The device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.